Event description:
The customer reported that prior to use on a pt, the unit shut down after an attempt was made to power up the unit. An "electrical code #4" was listed by the recorder. The pt was switched to another unit and therapy was initiated. No pt injury was reported.